Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during in endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, the clip is deployed, the catheter is released, the clip is left hanging at the distal end and cannot be deployed. The procedure was completed with another resolution 360 big clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 11/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.